Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: cutter devices, (B)(6) 2021 device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the motor device was insufficient/low, and the bearing and vanes were worn. It was further observed that the device had an air leak, and the hose was damaged (excluding rupture). It was further determined that the device failed pretest for hose assessment and rotational speed assessment. It was noted in the service order that it was reported by the biomedical technician that during an unspecified surgical procedure, it was discovered that the cutter devices did not turn in the device. It was reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.